Event description:
It was reported that during a gastric bypass procedure, there was leakage. During the procedure, there was a leak of the valve. It happened several times, yet the surgeon is very precise with his work. Unknown how case was completed. There were no adverse consequences for the patient. One device will be discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.